Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The customer checked the device, and ran a user test without observing any discrepancies. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device would power off immediately after being powered on. Several batteries were tried, but the device would power off shortly after being powered on. There was no patient use associated with the reported event.